Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. The device was returned to w. L. Gore for evaluation. The gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: guidewire resistance was encountered after inserting the guidewire into the leading olive. This is consistent with the reported difficulty while loading the device onto the guidewire. During the evaluation, the guidewire was unable to advance past the olive and through the entire length of the device. The visibility and accessibility of the lockwire in the deployment line access hatch is inconsistent with the reported description that the lockwire was not reachable in the deployment line access hatch. The lockwire was attached to the ferrule, but not to the lockwire handle. Indications of adhesive were present on the ferrule, which suggests the ferrule was adhered to the handle prior to breaking free from the handle. The reported lockwire break was unable to be confirmed, however a discontinuity was observed showing characteristics of a cut. The lockwire was very difficult to remove from within the olive. When the curved leading olive and catheter were stabilized (held straight), the lockwire was able to be removed from the olive. The pfmea was reviewed for olive resistance and the associated worst-case severity of harm is minor; therefore no CAPA request is required. Events will continue to be monitored. The risk management file was reviewed for high lockwire removal forces and is appropriately captured. No manufacturing deficiencies were identified during the device evaluation and device history review for the lockwire discontinuity. No CAPA request is required. Events will continue to be monitored. The risk management file was reviewed for lockwire handle/connector break and is appropriately captured. No manufacturing deficiencies were identified during the device evaluation and device history review for the lockwire handle/connector break. No CAPA request is required. Events will continue to be monitored. Based on the evaluation, the reported guidewire resistance within the olive and the lockwire break in the handle were confirmed. Based on this investigation and the available information, a root cause could not be confirmed. There is potential that off-label use in an antegrade hybrid fashion may have contributed to the reported event.

Event description:
It was reported that the patient presented with an acute thoracic aortic dissection in the descending thoracic aorta that was intended to be treated with a gore® tag® conformable thoracic stent grafts with active control system (tgm) in a hybrid procedure. The tgm was advanced retrograde into the open aorta to the intended location. The device was successfully deployed to full diameter. It was stated that during the removal of the lockwire mechanism, the lockwire broke. Therefore, it was decided to remove the device antegrade, which was performed without difficulties due to the nature of the hybrid procedure. The procedure was successfully completed with the implantation of a new tgm.